Manufacturer narrative:
Additional lot #: m015427. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was not impacted. As the customer changed the cartridge and infusion set prior to contacting tandem technical support, troubleshooting to determine a possible cause of these past occlusions was unable to be determined.